Event description:
Patient presented to the physician with a hematoma and elevated blood pressure, upon resuming blood thinners, above the ipg. Physician brought the patient into the or and removed the ipg, sensing lead, and a portion of the hematoma. Plastic surgeon was brought in to locate oozing and bleeding. Plastic surgeon made a larger incision and removed the remainder of the hematoma.